Event description:
It was reported that the device was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. No further information is available at this time.